Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. There were no missing pieces of conductor wire insulation. The instrument passed the electrical continuity test. The instrument passed the engagement, recognition, and intuitive motion test on the in-house system. The grips moved intuitively with no issue. The complaint regarding defective insulation was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. Additional observations not related to the customer-reported complaint were found: the instrument was found to have scratch marks and abrasions on the edge of the bipolar yaw pulley. The scratch marks and abrasions were found on one of the edges of the bipolar yaw pulley next to the conductor wire. The instrument was also found to have various scratch marks with light material removed from the main tube. The scratch marks were 0.053¿ - 0.269¿ in length and were not aligned with the tube axis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the insulation of the fenestrated bipolar forceps instrument was found to be defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that an insulation defect was detected on the black cable at the pivot point of the instrument, therefore the instrument was rejected and sent for inspection. The customer confirmed that the surgery was completed robotically with a replacement instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged insulation, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the fenestrated bipolar forceps instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.